Event description:
It was reported that this pacemaker stored a non-sustained ventricular tachycardia (vt) episode. It was noted that the patient had premature ventricular contraction (pvc) in the blanking period followed by a ventricular pace that did not capture. It was suspected that this caused the non-sustained vt episode. Technical services suggested reprogramming the ventricular blank after atrial pace period. No additional adverse patient effects were reported.